Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer states that it doesn't matter how high her blood glucose is it gives 0.0 units. Customer stated she has had high blood glucose since she set up the pump because it let her. The blood glucose level was over 213 mg/dl at the end of the call so her blood glucose was dropping with the insulin in her body. Customer states she is going remove the pump for the night and let the active insulin work just in case she gave herself too much in the manual bolus. Customer stated she has not had an alerts or alarms on her pump to indicate she isn't getting any insulin. Customer stated she was high at over 400 because she wasn't on the pump. The insulin pump will be returned for analysis.